Event description:
On (B)(6) 2013, it was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013. A post ablation hysteroscopy was performed and "did not note any problems". The pt was discharged home. On (B)(6) 2013, the pt contacted the physician complaining of "abdominal and gas pains". The physician "instructed her how to deal with the pain (type of intervention is unk)". The pt was not seen by the physician. On (B)(6) 2013, the pt presented to the emergency room (ER) and was "septic and had a white blood cell count of 1.4". The pt expired in the operating room (or). On (B)(6) 2013, it was reported that the pt had "3 uterine perforations and a bowel burn" and "the time of expiration was 5:43pm (on (B)(6) 2013)". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).